Manufacturer narrative:
This device used for treatment and not diagnosis. A review of synthes device history records revealed the hand piece for battery powered driver was manufactured by triangle manufacturing. One part was inspected to the synthes incoming final inspection sheet number 05if000008. The product conformed to all requirements. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. This lot was made to revision k of synthes drawing 05_000_008. Supplier lot number 002265. Synthes DHR 5880017. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device used for treatment and not diagnosis. (B)(4): the item was received inoperable. The item was previously returned for service due to motor failure. The previous service conditions of motor failure are relevant to the current complained issue.

Event description:
The service and repair department documented hand piece for battery, having issues. Two were inoperable, one runs constantly, and another works intermittently and the buttons are hard to push. No case impact. The device did not malfunction during surgery while being used on patient. This report is on one runs constantly, and/or works intermittently and the buttons are hard to push. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is an instrument and is not an implant/explant. Additional evaluations states: the device was received with a cracked contact plate and the motor running slow. The customer reported the device runs intermittently. The repair technician reported motor failure as the reason for repair. The cause of the issue is unknown. The housing, circuit board, motor, and membrane switch flex circuit were replaced as well as all applicable components. This item was repaired, passed final inspection on may 6, 2014 and returned to the customer on may 8, 2014.